Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. Additional comments: technical support recommended mike to re-flash poc software on the pcu. Additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (b)(6 had error 800.8000 in the error logs. Pcu8015 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: (B)(6) was not able to replicate the error. Because the error occurred more than 2 occasion, I recommended (B)(6) to re-flash poc software on the pcu. If re-flashing poc software does not resolve the problem, (B)(6) will send unit in for evaluation.